Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had a lens that had been implanted a decade earlier, opacification was noted in the lens of one eye, which prompted consideration for a lens exchange procedure. Additional information was received by stating, when the surgeon lifted the anterior capsule and was able to get an irrigation cannula in and flush behind the lens, a layer of thick yellowish goo came out along with retained solid lens material that had been at the equator of the capsule. Once the goo was gone, it became apparent that the lens was clear, so the surgeon left it in the eye.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product problem codes of a0407 was submitted. It should have been a27. Additional information has been provided in h.3., h.6., and h.11. The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause was indicated to be unrelated to the iens, which was stated implanted over a decade ago. The lens remains implanted. Information was provided by the surgeon: I lifted the anterior capsule and I was able to get an irrigation cannula in and flush behind the lens, "a layer of thick yellowish goo came out". Once this was gone, it was apparent that the lens was clear so I left it. The patient was 20/20 on post op day 2. Additional information was received from consumer stating this report being a false and they are very pleased with the positive outcome for the patient. The manufacturer internal reference number is: (B)(4).